Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The alarm occurred during the rewind and prime sequence. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, cracked lcd window and cracked case reservoir tube window corner.